Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump read "air-in-line" and when the nurse checked the line it was found that tpn was leaking in the "chamber" at the white clamp. No noticeable hole noted. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking at the pumping segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the tear. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.